Manufacturer narrative:
Continued partial date of onset b3: "6 months" prior to (B)(6) 2025. Continued e1 phone: (B)(6).

Event description:
Healthcare professional reported "small volume peri-implant heterogeneous biloculate seroma and indirect signs of capsular contracture, baker grade unknown". Healthcare professional later reported "capsular contracture baker grade iii". This record is for the right side. Device remains implanted. Device return unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "small volume peri-implant heterogeneous biloculate seroma and indirect signs of capsular contracture, baker grade unknown". Healthcare professional later reported "capsular contracture baker grade iii". This record is for the right side. Device remains implanted. Device return unknown.